Event description:
Patient has had a knee immobilizer in place. There is a metal structure of this immobilizer that is located on the patient's thigh posteriorly, to provide support. Patient complains of metal digging in to the thigh at the posterior aspect. This has caused skin injury.